Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that a skin irritation causing excessive skin redness, white fluid filled blisters, severe itching, partially open wounds, scabbing and crusting had occurred while wearing the pod for an unspecified duration of use. The patient¿s symptoms began in (B)(6) 2025. The patient visited a physician, dermatologist, and a diabetologist for an ongoing skin condition. The patient was prescribed various unknown creams, including cortisone based treatments, dermatop prescribed by their diabetologist and hydrocortisone 0.5% prescribed by their dermatologist. The patient was diagnosed with an adhesive allergy. As treatment the mother of the patient applies a new pod to a different site each time to minimize further aggravation of affected areas.